Event description:
Healthcare professional reported a patient was injected in both cheeks with two syringes of juvederm voluma xc. Approximately six weeks after injection, the patient started experiencing "redness from the midcheek" and became "more intense near the nasolabial folds." Healthcare professional also stated the "left side midcheek down to the nasolabial folds" was "swollen." The patient was prescribed 10 days worth of levaquin for treatment. Twenty four hours after treatment, the patient is "90% better," but they are still "a little tender and sore" at the affected areas; the redness and swelling has resolved. Patient's symptoms of being "a little tender and sore" completely resolved 9 days after treatment was administered. Per healthcare professional, the symptoms were "probably not" considered to be product related, through the etiology is still not decisively determined.

Manufacturer narrative:
The event of "redness", "swollen", and "tender and sore" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks.